Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer stated that the patient was sitting in a chair and started to have an event. The staff moved patient from the chair to a bed. When they were moving the patient, the cables were tugged and the mms device dislodged from the mount, falling on the patient's head. Clinical engineering went to the room and said they were getting waveforms on the mp70 monitor. He then pulled on the cables and the mms came off again. According to the customer, the patient was hit on the head and left a "gash".

Manufacturer narrative:
The cause of the mms module falling was not determined. A philips field service engineer (fse) went onsite. The customer had secured the mms module to the fms module. Nothing was found broken on the module. It is believed that all the feet of the mms weren't in the slots to fully lock it in to the fms. Per the deice instructions for use, under "inspecting the monitor, measurement server and measurement extension" step 3, "if the measurement server (and server extension, if in use) are mounted on the monitor, make sure that they are locked into place and do not slide out without releasing the locking mechanism on the back of the monitor." The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.